Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the analyzer displayed an error message indicating the no communication was possible. The company representative indicated that the analyzer will be returned for service. The status of the analyzer is unknown. No patient complications have been reported as a result of this event.